Event description:
A venous air alarm occurred during a routine hemodialysis treatment. Attempts to remove air with a 10 cc syringe were not successful. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 220 cc. The pt's epogen dosing was increased from 6,000 units 1xweek to 20,000 units 1xweek due to a decrease in hgb from 10 g/dl pre event to 9.7 g/dl post event. Exact dates not provided. No other medical intervention reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the cartridge. Attempts to remove air with a 10 cc syringe were not successful. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions and further states to use a 20 cc syringe for manual air removal. Nxstage medical considers this report closed. No add'l info will be provided.